Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis was stuck in critical override mode. The technical support specialist (tss) identified that database synchronization issue happened because many records were deleted. A large number of deletes were recorded in sql change tracking. When data sync tried to scan for changes, it became overwhelmed by the high volume of delete entries in the change tracking table. The tss informed that issue was successfully resolved by product support engineer by following knowledge article es 1.7 - stations entering disconnected mode repeatedly - datasync 2.0 recompile setting cii safe es - autorestock not working all facilities. Timeout or duplicate values, restoring normal system functionality. The system functioned as intended after the product support engineer and technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system was placed on critical override during a pharmogistics upgrade. However, after completion of the upgrade, the station remained stuck in critical override for approximately one hour. However, there were no delays or adverse events or injuries reported based on this event.